Event description:
Boston scientific received information that the blanking period for this device was reprogrammed to 85 ms due to far-field oversensing. This device was explanted and returned for analysis. However, an explant date was not provided.